Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon interrogation, it was revealed that the patient's right ventricular (rv) lead had exhibited r-wave amplitude variation. Fluoroscopy performed revealed that the rv lead had dislodged and was pulled back into the atrium. The patient was brought in for lead repositioning. During the procedure, the helix of the dislodged lead was failing to extend and could not be fixed. The lead was explanted and an alternate lead was used to complete the procedure. The patient was stable.